Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, and alarm log review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during log review. The cause of the condition was damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The manufacture date for this device was september 2004. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f38 alarm [malfunction in tube misloading detection circuitry]. It was not specified when in the process this occurred. There was no known report of patient injury or medical intervention associated with this event. No additional information is available.